Event description:
The customer alleged that cidex opa was leaking from a cracked reservoir. It was cracked around the heater. The customer reported that the cidex opa got into the floor and there were no reports of injuries. The customer replaced the reservoir tank and the issue resolved.

Manufacturer narrative:
The unit was evaluated by the customer. The customer replaced the reservoir tank.